Event description:
It was reported that a pt presented to the ER with shortness of breath and chest pain. It was discovered that three filter legs from a filter implanted 2.5 years ago detached and migrated to the pt's lungs. The filter was removed. Fragment removal was not attempted and there are no plans to remove the fragments. The pt is fine and is currently asymptomatic. The size of the pt's ivc ID is unk. The pt underwent bariatric surgery after the filter was implanted; no add'l interventions are known. There was no clot in the filter or cava upon removal. It is unk where the filter was originally implanted or if there were any problems during the implantation.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states that "complications may occur anytime during or after the procedure: and can include the following. "Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU." The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filter. There have been some reports of embolization of vena cava filter fragments resulting is retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.